Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The krt identified to be cut down to the pump block. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimpled pump. The ipp stayed flat when the bulb was pressed. The original reservoir and cylinder remained implanted in the patient. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to a dimpled pump. The ipp stayed flat when the bulb was pressed. The original reservoir and cylinder remained implanted in the patient. A patient outcome of stable was reported.